Event description:
Report received from abbott international (abbott-france) which states "the patient was receiving morphine whith glucose 5%. The medical team decided to connect for an unknown reason a perfusion set to infuse the glucose 5%. The nurse placed a 3-way valve and a perfusion set to infuse the glucose. The patient suddenly had a respiratory distress. The outcome is unknown. The reporter thinks that the morphine was blocked and accumulated in the tubing and was released when connecting the second perfusion. The reporter thinks that there was no alarm, because the pressure in the tubing was going into the second perfusion. The reporter thinks that this incident could be prevented if the nurse used another model of 3-way valve with a backcheck valve. The reporter said that the pump is not involved in this incident. He concludes that this is more a misuse of the devices than a malfunction. Upon further query, the following information was received, "the reporter said that the injection site was probably blocked for an unknown reason and morphine accumulated above this site and was suddenly released. The pump was still on during the installation of the glucose infusion. The pump settings are unknown". It was unknown to the reporter if the patient required any intervention, the patient outcome, concentration of the morphine and teh volume and rate of the additional glucose infusion. Additional patient and event information was requested, but no further information was available.